Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that during testing carried out on february 25, 2008, it was seen that 6 electrode channels had high impedances. Another channel has increasing impedances but is still ok. The pt's school reports a decrease in performance on understanding. Last october, only 4 channels had high impedances. There have been no reports on health issues, blows to the head etc. The clinic request integrity testing be carried out.